Event description:
It was reported that during an implant procedure while connecting the lead to the device, the setscrew could not be turned after two rotations. The physician suspected the setscrew was stripped. At that time, the lead was already well connected to the device, and could not be pulled out. The physician attempted to loosen the setscrew and found that the wrench tool would not align properly. The implantable pulse generator (ipg) functioned normally, however, the physician was concerned whether the lead and device could be explanted normally when replaced in the future. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.